Event description:
The device was returned for sticky pins. Upon investigation it was observed the outlet pin was severely dragging, almost seized shut. The pump was internally investigated and it was found the outlet pin had become very contaminated. A thorough cleaning of all fva pins was performed and drag was fully resolved. Device is now infusing normally. It was also found the lever boot retaining plate was cracked as well.

Event description:
The following has been reported: biomed reported: these pumps are having cassette issues. They have been properly cleaned and reset; problems still happen even with different cassettes. No reports of stopped infusions or patient harm. A preliminary review identified the following issue: mechanical hardware failure (av sticky valve). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.